Event description:
(B)(4). United healthcare paid for me to have this device implanted in (B)(6) 2014. About a month after my confirmation hsg, I started experiencing severe abdominal and left side pain. I even went as far as going to the emergency room multiple times and even had numerous appointments with a family doctor. No one knew what was wrong. The pain just continued for over a year. Along with that pain, later came severe migraines multiple times a week, brain fog to where I frequently cannot think of simple words or remember something I was doing, excruciating menstrual cycles with extremely heavy bleeding and passing of large clots, and chronic fatigue. As time passed, I just did my best to deal with my issues or at the very least try to ignore them. Until I heard about the thousands of other women experiencing the same thing. With it all being linked to essure. I am going to be doing what I need in order to have these horrible devices removed from my body.